Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the penumbra system include acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, dissection or perforation and are included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. Dissection is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd). It was noted that patient's anatomy was tortuous. During the procedure, the physician advanced a velocity through a jetd, then tracked the velocity through the left mca clot using a using a guidewire. The physician then deployed a non-penumbra stent retriever device in the mid to distal m1 segment of the mca. After allowing the stent retriever to sit in the clot for several minutes, the physician then began to pull the stent retriever back. At the same time, the jetd advanced forward into the mca and stopped at the mid-m1. Therefore, the physician removed the jetd and stent retriever device together. Upon removal of the jetd and stent retriever device, the physician noted a dissection in the mca. Therefore, the physician administered integrilin heparin and rectal aspirin to treat the dissection.